Manufacturer narrative:
The device was returned for evaluation and the reported issue was confirmed. The root cause of the nail breakage was excessive force applied to the nail.

Event description:
It was reported that the patient's precise nail achieved maximum length, however nail was damaged possibly to a slip while ambulating. Therefore, the physician revised the nail without incident.